Event description:
The customer reported using the product for an unspecified amount of time on his back. When the patch was removed, the consumer described that the patch had burned off pieces of skin resulting in blisters. The consumer stated this event occurred many times on various parts of his body such as the neck and arm. No further detail was provided.

Manufacturer narrative:
Although the consumer claimed the product had burned him, he continued to use the product multiple times with the same result. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.